Event description:
Customer reportedly obtained a result of 162mg/dl and within 10 minutes the nurse's device produced a result in the 80's mg/dl. No action was taken based on device result. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.